Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). The shock did not convert the rhythm. The shock impedance measurement was greater than 125 ohms. Technical services (ts) reviewed noting this was a gradual rise in shock impedance on the right ventricular (rv) lead. Ts recommended continuing to monitor. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). The shock did not convert the rhythm. The shock impedance measurement was greater than 125 ohms. Technical services (ts) reviewed noting this was a gradual rise in shock impedance on the right ventricular (rv) lead. Ts recommended continuing to monitor. This ICD remains in service. No adverse patient effects were reported.